Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device there was a hole in the hose and several scratches, also observed that the device failed the safety assessment (device was power broken) and was running at 69,700 rotations per minute (rpm) which was below the operational specification (75,000 rpm). Therefore, for the reported condition was confirmed. During repair, it was observed that the lock cylinder and the pawls release were damaged causing the device to run in the safety position, and the vanes were worn out causing the device to run at a low rpm. It was determined that the hole and scratches in the hose were consistent with mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was determined that the issue the locking components was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. It was determined that the issue with the worn out vanes was consistent with normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the hose on the motor device hose had cracks which resulted in air leaks. During in-house engineering evaluation, it was determined that the device failed the safety assessment (powerbroken). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.